Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Manufacturer contacted customer on 07/12/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 150 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 7/29/2017 and the vial was open about (B)(6) ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). (B)(6) (son) states that they had to call the ambulance because his dad was not feeling well and when they took his blood and it was 580mg/dl. They took him to the hospital and his blood results was over 400mg/dl. Customer was admitted to the hospital for 3 weeks now and has not use the meter since then. Customer was just release from the hospital two days and wants to check to make sure the meter is working properly.